Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, the rv pacing impedance spiked to 4047 (infinite) ohms. Concomitant medical devices: d314drg ICD, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was possibly fractured, had no capture, and had high rv pacing impedance. The p ace/sense portion of the lead was capped. The superior vena cava (svc) and rv portions of the lead remain in use. A new pace/sense rv lead was placed. No patient complications have been reported as a result of this event.